Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under the sensor patch adhesive. Sensor was inserted at the arm on (B)(6) 2015. Patient's father described the skin reaction as redness and itching under the sensor patch adhesive. Patient treats the affected area with neosporin and hydrocortisone cream, prescribed by physician on (B)(6) 2015. Physician diagnosed patient with contact dermatitis from the adhesive patch. Physician advised father to remove adhesive before the 7 day period. At the time of contact, patient's skin reaction was reported as stable. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.